Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: patient weight is unknown. Section b3-date od event is estimated.

Event description:
It was reported that the patient ipg was end of life and surgical intervention is pending to address the issue.